Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr was conducted identifying that lot number mi37148 was released in a single batch. ¿ batch1: lot qty of (B)(4) units were released on 09 sep 2014 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to us customer quality (cq) for evaluation. The us cq conducted a visual inspection and dimensional inspection of the returned device. No photos or x-rays were provided during complaint intake. Visual analysis of the returned sample revealed that the device's distal tip (drive feature) was broken off. The broken piece was not returned to us cq. The dimensional inspection was performed, according to the depuy spine's procedure, and it identified that the device was conforming to the specifications. Although no definitive root-cause can be determined it is possible the device experienced unintended forces while in use. It should be noted that as part of depuy spine¿s quality process all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as visual inspection of the received device confirmed the broken condition. The embedded condition cannot be confirmed as no images or x-rays provided. No definitive root cause can be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities dimensional inspection: the dimensional inspection was performed at the shaft most distal end proximal to the broken drive feature per dwg-2797-12-405 rev. E: - specified outer diameter: 3.92 ± 0.03 mm. - measured outer diameter: conforming. The device used: ca 215 p. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, that during the transforaminal lumbar interbody fusion (tlif) at l5/s1 for the treatment of spinal stenosis the tip of the screwdriver broke off. The screwdriver broke when the surgeon moved on to the final screw fixation. The surgeon was not able to remove the fragmented tip. The fragment did not interfere with the rod deployment. The procedure was completed without surgical delay. Concomitant devices reported: rods (part number unknown, lot unknown, quantity unknown), screws (part number unknown, lot unknown, quantity unknown). This report involves one (1) expedium spine system quick connect si poly driver. This is report 1 of 1 for (B)(4).